Manufacturer narrative:
Product complaint # (B)(4). The ip-01426757 was received at pal jrz. (B)(6)2022.. Investigation summary the device associated with this report was received for examination. Visual examination of the returned femoral head denoted a remarkable worn appearance at the part. It was found that occurred a transfer of the titanium cup material onto the surface of the ceramic head. It is indicative of a liner and cup's disassociation event and does not signify any product error. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient operated with pinnacle liner in 2018. Sudden pain in march 2022. The liner had burst accordingly to the surgeon and patient was operated 12:th april to get it removed. I was contacted with all the details end of april.